Event description:
Type 1 diabetic wearing dexcom g7. This is the second dexcom that was reading high but communicating with his pump and he had a blood sugar low verification by multiple finger sticks he was 35. This is so very dangerous and unacceptable for a product communicating with a pump. Ref report: mw5168964.